Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips reporting that a patient code had occurred in the ICU between 12:15 and 13:15 and staff responded but the patient did not survive. The customer stated that someone had turned the monitor off before saving data and they were trying to capture the data. A patient coded and expired.

Manufacturer narrative:
The customer requested assistance in finding stored patient data after a patient code event occurred and the patient expired. The customer did not allege any failure to alarm or any delay of therapy and indicated that staff were aware of and responded to the patient. The absence of stored data was found to be associated with the fact that a staff member had selected end case between 13:15 and 13:20 which cleared all stored data. No malfunction occurred. This was a user issue. The data does not support that the device was a factor in the death of the patient.